Manufacturer narrative:
Aspen surgical received a report from the distributor that a needle guide broke during use, causing the metal guide rod to come loose and be pushed out by the needle. The actual device is available for evaluation. The manufacturing lot number was provided for review. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Complainant alleges "(B)(6) had an instance where the metal came out of the guide during a procedure. It was lot 332961. There was no harm to the patient. There are no pictures of the device."

Manufacturer narrative:
The actual device was returned for evaluation. After inspecting the device, it was determined that there was not enough adhesive applied to stick the cannula to the body of the device. The root cause is a manufacturing error. This lot of product was produced prior to process improvements that were implemented to prevent the recurrence of this type of failure. To additionally help prevent recurrence, retraining of the operators occurred as well as updating the frequency of preventative maintenance. If any additional relevant information is identified, it will be submitted in a supplemental report.